Event description:
It was reported that the pump had a double beep cassette alarm. No patient injury was reported.

Manufacturer narrative:
Operator of device and initial reporter are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition; the tamper seal was removed. There was no evidence of the reported error in the event history log. The reported problem was not duplicated during the investigation and functional testing. No fault was found. It was recommended that the downstream occlusion sensor be replaced as a preventative measure. The root cause was unknown. The product is 2 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6500.